Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered air in the ion selective electrode (ise) reference line and electrode block. The fse replaced the reference valve to resolve the issue and verified the repair as per established procedures.

Event description:
The customer reported obtaining false high sodium (na) results for forty-six (46) patient samples from the au5800 clinical chemistry analyzer. The customer repeated forty-three (43) of the patient samples on the following day and obtained lower na results, with the original results averaging at 5.2 mmol/l higher than the repeat results. The customer reported the results out of the laboratory but there was no report of any change or affect to patient treatment in connection with this event. The customer observed an issue with quality control (qc) results for na on the day of the event. The customer expected the low and high level (qc) results to recover at 120 and 157 mmol/l respectively. However, the low and high level qc recovered results of 125 and 162 mmol/l, which are 5 mmol/l higher than the expected results and are consistent with the observed original results for the patient samples. All calibration slope data was within range on the day of the event and on the day following the event. Qc results on the day after the event were outside of the laboratory's established ranges.